Event description:
It was reported that the device had damaged battery contacts. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported damaged battery contacts. Upon further inspection the downstream occlusion seal was noted to be delaminated. The dso seal was replaced, and the dso/uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.